Event description:
This case was reported by a consumer and described the occurrence of ascites in a male pt of unspecified age who received double salt dental adhesive cream (new poligrip sa) as a denture wearer. A physician or other health care professional has not verified this report. On an unknown date, the pt started double salt dental adhesive cream (dental). The pt used new poligrip sa every day for five to six years. At an unknown time after starting double salt dental adhesive cream, ascites retention was observed. Device failure was also reported. At the time of reporting, the outcome of the event was unknown. Although the pt was examined for the possibility of cancer in the department of urology and gastrointestinal medicine, the cause of the symptom was unknown. The pt was informed that no abnormal findings were noted also in the liver and kidney.

Manufacturer narrative:
New poligrip sa (distributed as super poligrip in the united states), is manufactured in (B)(4), and neither the product nor the lot number for this product is available. (B)(4).